Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited oversensing. The lead was capped and replaced on (B)(6) 2018. No further information was reported.

Event description:
New information available on (B)(4) 2019 states that the patient was seen on (B)(6) 2019. Patient had normal device function and patient was stable.